Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was inserted into the body. After the dilator was removed, the sheath was aspirated and flushed. A farawave catheter was then inserted, and the sheath was aspirated again. No air bubbles were observed in the first 10 cc aspirated, but air bubbles were seen in the subsequent aspirate. Aspiration was repeated; again, no bubbles were seen in the first 10 cc, but bubbles appeared afterward. The physician flushed the sheath again and observed for air bubbles without aspirating. The physician reported seeing air bubbles again. Air was seen in the flushing line of the sheath while tapping. Pressure bag was used for irrigation. No leak or air in patient seen. The sheath was replaced, and the procedure was completed with different device (same model). No patient complications have been reported. The product is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was inserted into the body. After the dilator was removed, the sheath was aspirated and flushed. A farawave catheter was then inserted, and the sheath was aspirated again. No air bubbles were observed in the first 10 cc aspirated, but air bubbles were seen in the subsequent aspirate. Aspiration was repeated; again, no bubbles were seen in the first 10 cc, but bubbles appeared afterward. The physician flushed the sheath again and observed for air bubbles without aspirating. The physician reported seeing air bubbles again. Air was seen in the flushing line of the sheath while tapping. Pressure bag was used for irrigation. No leak or air in patient seen. The sheath was replaced, and the procedure was completed with different device (same model). No patient complications have been reported. The product is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.